Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery test alarm. Customer advised the batteries only last 1 or 2 days and that the piston makes a grinding noise during the priming process. Troubleshooting for low battery was performed. Customer advised the batteries they use on the device were used and they do not do daily set rewinds. Customer advised they need to go to work and can no longer troubleshoot. Customer was advised to call back to troubleshoot and a battery cap will be sent out to them to attempt to resolve the issue.